Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the emergency room after experiencing hv therapy and sycope. Upon device interrogation, device back up vvi mode was observed. A device download was performed successfully. Patient was to be reprogrammed and will be monitored with routine follow up. No further information available.